Manufacturer narrative:
Complaint samples from an unknown lot were received in an unlabeled/unidentified lens case. Due to unknown parameters, base curve and power measurements could not be verified on these samples; however, the samples were found to be within manufacturing specifications for diameter, surface, and edge defect criteria. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported initially by the optician via telephone on (B)(6) 2017, the optician stated the patient returned the contact lenses one week after she purchased them. The optician added that the patient could not take off the contact lens on the second day of using and was stuck on the patient¿s eye. The patient was hospitalized for one week. Additional information was received on (B)(6) 2017, as per telephone call from the patient stating that initially, the optician placed the contact lenses onto the patient¿s eye. At night, the patient stated that she was the one who removed the contact lenses. The patient added that she is a long time contact lens user before this event. On the following day, another optician inserted the contact lenses to the patient. However, during the night when the patient tried to remove the left contact lens, it was stuck on the patient¿s eye and the patient was having difficulty of removing it. The patient went to her primary eye care provider (ecp) and was referred to a state hospital. The patient was hospitalized for four days. The doctor said that the patient's cornea was injured and her ¿eye blood pressure¿ was elevated. The patient has no complaint of her increased ¿eye pressure¿. The patient was prescribed with the following medications: brinzolamide + timolol maleate eye drops, brimonidine tartrate ophthalmic solution, dexamethasone ophthalmic suspension and pilocarpine hydrochloride eye drops. Treatment regimens of the medications were unspecified. On the patient¿s follow-up check-up, the doctor stated that the patient¿s eye was improved, her eye blood pressure was dropped and the problem was resolved. The patient added that she is still having a very little redness on her eye. The patient could not wear contact lenses after the event. Additional information received on (B)(6) 2017, as per phone call from the patient stating that one of her treatment medication was stopped after the eye care provider (ecp) confirmed that her eye blood pressure decreased. However, the patient did not mention what specific medication was stopped. On the other hand, the remaining medication was still continued. The patient added that her next follow-up visit would be on (B)(6) 2017 and she also gave the eye care provider¿s contact details. Additional information received on (B)(6) 2017, as per phone call from the physician stating that the reason behind the patient¿s hospitalization was not due to the contact lens but because of the patient¿s disease which was, per the physician¿s diagnosis, angle-closure glaucoma. The physician added that symptoms resolved and the treatment was discontinued.